Event description:
Cidex opa was used to process a hp tee probe. Following processing, the probe was used on a pt and left the pt with blisters on the pt's lip. A sheath was used on the probe while in the pt's esophagus. A scope of the pt's esophagus was performed and no damage was noted.